Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. The product analysis shows that the returned product is an aura ii hip ha coated right size 6. The product has been used since there is a trace of cement on the stem and the coating was little worn. There was also a hole on the top of the stem surely to extract the product from the patient. It was noticed that the stem was broken at the level of the neck. Therefore, the reported event has been confirmed. The batch number of the product involved in the complaint was initially not communicated. However, after reception and analysis of the product, it was found that the batch number of the stem was 98.b6e.023. The device manufacturing quality record and the raw material certificate were not reviewed as no information regarding these documents is available for evaluation anymore. The post market surveillance review has been reviewed and stated that the implant expected performance rate is studied for 10 years. According to the information received, the patient was initially implanted on (B)(6) 1999 and revised on (B)(6) 2021, which correspond to more 21 years of implantation. Therefore, the expected performance rate was exceeded when the implant fracture occurred. A complaint extract was done regarding implant fracture: 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated right size 6, reference p0126h06, from january 01, 2018 to april 21, 2021. 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated right size 6, reference p0126h06, batch 98.b6e.023. According to available data, one probable root cause of the event could be the patient fall. Moreover, it can be noticed that the stem exceeded the expected performance rate as it was implanted more than 21 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery due to a fracture of the implant following a false movment and a fall.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record could not been reviewed as the lot number was not communicated / not correct. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent a revision surgery due to a fracture of the implant following a false movement and a fall.